Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that erratic architect tsh results were generated on one patient sample. The initial result was 24 iu/ml, the retest result was 38 iu/ml, the sample was repeated for a third time and the result was 45 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Evaluation (other): samples retested at site. Sample met all specifications after waiting the required time frame and centrifuging before testing. This report is being filed on an international product, that has a similar product distributed in the us. This late MDR is a retrospective filing. No internal testing was performed as part of this investigation. The customer technical advocate referred the customer to the specimen collection and preparation for analysis section in the package insert. The customer let the sample sit for the required time frame and then centrifuged the sample before retesting. The result was 45 iu/ml. A review of the architect tsh package insert indicates that for optical results, serum and plasma specimens should be free of fibrin, red blood cells, or other particulate matter. Centrifuge specimens containing fibrin, red blood cells, or particulate matter prior to use to ensure consistency in the results. Ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anti-coagulant or thrombolytic therapy may exhibit increased clotting time. If specimens are centrifuged before a complete clot forms, the presence of fibrin or particulate matter may cause erroneous results. Note that interfering levels of fibrin may be present in samples that do not have obvious or visible particulate matter. If proper specimen collection and preparation cannot be verified, or if samples have been disrupted due to transportation or sample handling, an additional centrifugation step is recommended. Centrifugation conditions should be sufficient to remove particulate matter. Aliquots poured versus pippetted from specimen tube types that do not include serum separators are at higher risk of including particulates and generating depressed results. Failure to follow these instructions may result in depressed specimen results. The cause of the erroneous result is unknown. The cause could have been specimen handling or improper centrifugation. This is the final report.